Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/11/2018. The failure analysis lab (fal) reported that a, ¿kink was found on catheter shaft at approx 31.6 cm from the handle, however, no other visual damages were found.¿ the finding has been assessed and is not considered a reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient, approximately (B)(6) years of age, underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered death. Prior to the procedure, computed tomography (CT) revealed an ejection fraction (ef) of approximately 20%. An impella left ventricular assist device (lvad) was implanted. Ablation was being performed without incident. Upon removing the ultrasound catheter, no pericardial effusion was observed. Toward the end of the procedure, the patient became hypotensive with a systolic blood pressure of less than 60 mmhg. Blood products were administered. Patient went into ventricular fibrillation, a code was called, catheters were removed from the patient, and cardiopulmonary resuscitation (CPR) was initiated. After 1 hour, resuscitative efforts were aborted (per the advanced directives) and the patient expired. It was noted that the death was secondary to complications related to the procedure. Since the adverse event resulted in the patient¿s death, it is MDR reportable.

Manufacturer narrative:
(B)(6) date: (B)(6) 2018. Subject: response to FDA request for report# 2029046-2018-01451. FDA follow up letter dated: 04/20/2018. (B)(4). Product description: thermocool® smart touch® sf bi-directional navigation catheter. This is a response to the FDA¿s letter dated april 20, 2018, regarding a report of an adverse event with the following event description: it was reported that a female patient, approximately (B)(6) years of age, underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered death. Prior to the procedure, computed tomography (CT) revealed an ejection fraction (ef) of approximately 20%. An impella left ventricular assist device (lvad) was implanted. Ablation was being performed without incident. Upon removing the ultrasound catheter, no pericardial effusion was observed. Toward the end of the procedure, the patient became hypotensive with a systolic blood pressure of less than 60 mmhg. Blood products were administered. Patient went into ventricular fibrillation, a code was called, catheters were removed from the patient, and cardiopulmonary resuscitation (CPR) was initiated. After 1 hour, resuscitative efforts were aborted (per the advanced directives) and the patient expired. It was noted that the death was secondary to complications related to the procedure. Since the adverse event resulted in the patient's death, it is MDR reportable. After reviewing the event information provided by the FDA, we matched this event to our database by FDA MDR manufacturer report number, event date, event description, hospital information and device (model and catalog number). We have verified that this event is in the biosense webster, inc. (Bwi) complaint database with manufacturer reference number: (B)(4) (medwatch number 2029046-2018-01451). 1. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: (1) an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual (2) a complete description of investigation and analysis methodology(ies) used, (3) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and (4) any conclusions reached based on the investigation and analysis results. Response: the complaint reported was a death. The patient was an approximately (B)(6) female that had a condition of ischemic ventricular tachycardia with an estimated ejection fraction of 20%. In order to perform the ablation procedure, the patient required placement of an impella ventricular assist device by the interventional cardiologists suggesting that cardiac output was significantly diminished. After completion of the ventricular tachycardia ablation, the patient¿s blood pressure dropped to below 60 mmhg. Patient was resuscitated with the administration of blood but subsequently decompensated to a ventricular fibrillation arrest. Catheters were pulled, and no effusion was noted during the time of CPR. After an hour of resuscitative attempts and reflecting advanced directives, resuscitative efforts were ceased, and the patient expired. Given the patient¿s condition going into the procedure and the requirement for the need of cardiac output assistance using a ventricular assist device, it is concluded by bwi medical safety officer, that the outcome was a consequence of the patient¿s clinical condition. The thermocool® smart touch® sf bi-directional navigation catheter was received and visually inspected and was found in good condition. The magnetic sensor was tested on a carto system and was properly visualized without any error messages. The force sensor was tested and was working properly. Observed force values were within specification. An electrical test was performed on the catheter, and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on an rf generator, and the temperature/impedance values were observed within specifications. Irrigation and deflection tests were performed, and the catheter was within specification. The catheter was irrigating and deflecting appropriately. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event is pre-existing clinical condition. 2. What actions has your firm taken to address this problem? Response: there was no allegation that a biosense webster device failed to perform as intended, so there is not a product related problem to address. Complaint trends are monitored monthly, and no significant trends have been identified at this time for the issues reported in this complaint. As a result, no actions have been taken. Biosense webster inc. Will continue to monitor these issues, along with all other issues reported to bwi. 3. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: the reported occurrence rate for the death of a patient undergoing cardiac ablation is 0.011%. The severity level assigned to death is 5. In this case, there was no specific harm identified that could have resulted in the patient¿s death, nor any issue discovered with the device during failure analysis. As a result, occurrence, severity and applicable risk controls do not apply. It is concluded by bwi medical safety officer that the patient¿s death was a result of her medical condition before the procedure. 4. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: biosense webster has reported 20 mdrs (including this complaint) to the FDA in the past two years for patient death. The following manufacturer report numbers were submitted: 9673241-2016-00592, 9673241-2017-00040, 9673241-2017-00272, 9673241-2017-00316, 9673241-2017-00379, 9673241-2017-00485, 9673241-2017-00667, 2029046-2017-01244, 2029046-2018-01407, 2029046-2018-01765, 9673241-2017-01112, 2029046-2018-01451, 2029046-2018-01025, 2029046-2018-01470, 2029046-2017-01178, 2029046-2017-01022, 2029046-2018-01431, 2029046-2017-01187, 2029046-2018-01048 and 9673241-2017-01083. 5. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Response: distributed for thermocool® smart touch® sf bi-directional navigation catheter year: 2016, us: 5121, ous: 21354; 2017, 40765, 53810; 2018, 27106, 34223. Manufactured thermocool® smart touch® sf bi-directional navigation catheters: year: 2016, us: 16486, ous: 28535; 2017, 80520, 73488; 2018, 64664, 36226. Device evaluation included in response to question 1. Manufacturer's ref. No: 2029046-2018-01451.